Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) the boive was not activating. The customer provided vio integrated electrosurgical unit (erbe) had error m-02. The onsite was not connected. Prior to calling the customer swapped the vision side cart (vsc) and same issue on 2nd vsc (additional service request to be opened). Neither system was connected to onsite. The tse advised the customer that the 2nd vsc was a different software version and not compatible. The customer swapped the vsc back to original vsc and connected force triad with 371716 energy activation cable and proceeded with case. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information. The csfa, cst informed the incident occurred prior to the start of the case. There were no injuries to the patient. They do not have any information on the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iesu was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found error m-02 confirming the event occurred in the field. Upon visual inspection, found no issues related to the reported event. The iesu was installed onto a well-known system and the unit displayed errors m02 and m-03 on start-up. The iesu also failed instrument detection test on the monopolar and bipolar sockets. The iesu will be returned to the original equipment manufacturer for additional analysis. The probable root cause is attributed to a module time out in the erbe iesu. This error can be resolved through troubleshooting or replacement of the generator.